Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider stated that the stimulator was not functioning. The healthcare provider stated that the patient was being treated for his symptoms related to the stimulator using other methods (no longer using stim now being treated with medications or other method).